Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of guide catheter break. Block h10: the returned flexima biliary delivery system was analyzed, and a visual evaluation noted that the guide catheter was received out of the push catheter, it was kinked/bent in several locations, also it was stretched and broken at proximal section. The push catheter was kinked/bent in several locations. The suture was detached from the delivery system and it was not returned for analysis, also the suture hole was torn. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the issue occurred during preparation. Handling and manipulation of the device during its use can lead to kink/bend the catheters, user technique when the device is removed from its package can kink the catheters, this condition can cause friction between the components at kinked/bent areas in the catheters, continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breaking, additionally suture hole torn indicates that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing the suture hole and finally detaching the suture from the delivery system. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Additional information block e1: initial reporter state: (B)(6).

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the package, it was noticed that the guide catheter was broken. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the package, it was noticed that the guide catheter was broken. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.